Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the index procedure was to treat an unspecified vessel. A 2.5x18mm absorb was implanted. The patient had an st elevation myocardial infarction with scaffold thrombosis on (B)(6) 2016. The vessel was revascularized percutaneously. No additional information was provided.